Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the septum and resistance was felt when filling cartridges during the load sequence. The customer reverted to multiple dose injections for insulin therapy. Customer's blood glucose was 96 mg/dl.